Event description:
It was reported patient underwent a total knee arthroplasty in 2013. Subsequently, patient was revised on an unknown date due to an unknown reason. The tibial bearing was removed and replaced with competitor product. Patient underwent a further revision procedure on (B)(6) 2014 due to instability. The competitor tibial bearing was removed and replaced with a biomet tibial bearing. Additional information received noted patient underwent a total knee arthroplasty on (B)(6) 2002. Subsequently, the patient was revised on (B)(6) 2013 due to unknown reasons. The tibial bearing was removed and replaced with a biomet ascent bearing. The patient underwent an additional revision on (B)(6) 2014 due to instability. The tibial bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "inadequate range of motion due to improper selection or positioning of components." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-06735 /-07906).